Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Electrode 1 and the tip thermocouple met specifications during electrical testing. In addition, the device met specifications during temperature testing, flow rate testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported issue remains unknown.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the pulmonary vein isolation procedure, a blood clot was observed on the catheter after ablation had been performed for approximately 30 minutes in smooth tissue with point by point lesions. The patient's act level was 300-400 and heparin was used for anticoagulation therapy. The blood clot was wiped off with gauze and the procedure was completed without replacing the catheter and there were no adverse consequences to the patient.